Event description:
The physician claims that the graft was implanted as part of a 2-graft bentall procedure for an ascending replacement and aortic replacement. Although the procedure went successfully, pericardial stagnation of effusion (cardiac tamponade) and seroma occurred for more than 5 days, therefore, the physician could not remove the drainage catheter during that period. The graft was left in the patient. The patient is doing well. Note #1: (associated MFR. Internal reference incident numbers m1003032/25). Note #2: the company has received no other reports of cardiac tamponade from any country other than 2 countries. They consulted with one of the u.s. Clinical investigators for this product and they stated that an event such as this lot is not unusual for patients who undergo thoracic aortic surgery, even in the absence of a vascular graft (e.g. Aortic heart valve replacement.)